Event description:
It was reported that the reflection of the camera image inside the abdomen is functioning as a mirror. Therefore, the image orientation is incorrect. The medical procedure was aborted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.